Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, non-calcified with about 80% stenosis in the jailed circumflex artery. The ostium was about an 80 degree take-off from the left main. Upon insertion there was no evidence of kinking in the balloon shaft. The physician advanced the 2.25x20mm maverick2 balloon to the lesion "and appeared to experience some difficulty about halfway through." When the lesion was reached, "the physician attempted to inflate the balloon for the first time only to see that there was no inflation under fluoroscopy. Assuming that the balloon was ruptured, we removed the balloon to find out that it had been completely separated at the mid-shaft point "about 7cm. From the rx. Point". We were able to remove the balloon and distal part of the shaft with no complications. A 2.25x9mm maverick2 balloon was successfully used prior to this balloon. The final patient condition was normal.

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.